Event description:
It was reported that the patient experienced chronic pain with right ventricular pacing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; distal segment returned for analysis. All conductor were stretched and all insulators was breached/cut. Apparent explant damage was noted and the lead was returned damaged.